Event description:
The dealer took the walkers out of the box and found that one side would allegedly not lock properly. No consumer involved. No injury alleged.

Manufacturer narrative:
(B)(4) has been issued for the return of this device. The dealer found the leg lock not locking issue after unboxing the device. The dealer followed the proper protocol and quarantined the device preventing it from getting into the field. The user instructions for model 6291-jr5f is part number 1148077. The age of the device is unknown but it is assumed to be a new device. Rev f of the user instructions was referenced in this documentation. Maintenance instructions found on page 2 of the user instructions, specifically below, prevented the device from getting into the field. "Care and maintenance: verify operation of the brakes and have them adjusted if necessary. Contact your invacare dealer for brake adjustment. If hand grip is loose, do not use. Contact your invacare dealer. Inspect wheels periodically for wear or damage. Replace any broken, damaged or worn items immediately. For the best service from your rollator, always use replacement parts from invacare. Periodically inspect the casters and caster stems for assembly tightness and verify that the wheels are free of hair, lint and other debris that could interfere with free wheel operation."